Event description:
The spouse of a (B)(6) male pt contacted zoll customer support to report a code 204. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon evaluation, there was corrosion on the j1001 connector on the computer/analog (ca) board. The cause of the intermittent code 204 is the corrosion on j1001 of the ca board. The cause for the corrosion on the j1001 connector is contamination. The root cause of the contamination is likely liquid ingress of an unk contaminant. No adverse event resulted from the defective monitor belt connector. The pt received a replacement monitor.